Manufacturer narrative:
Concomitant medical products: 4194-88 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and left ventricular lead were explanted - and later replaced - due to bacterial endocarditis and vegetation. No further patient complications have been reported as a result of this event.